Event description:
Reports while end-user was traversing through their home from great room to bedroom, the footplates reportedly contacted a threshold which caused the device to stop suddenly. This forced the end-user to lose positioning and fall from the seating which resulted in an injury requiring medical intervention to address.

Manufacturer narrative:
Reports indicate the end-user was traversing through their home and claims the footrest/leg tube had contacted a threshold rise. This contact reportedly caused the device to stop suddenly which forced the end-user, who was not wearing a positioning belt, to lose positioning and slide out of the seating to the ground. The fall resulted in a fracture to the left femur. The end-user is described as approx. 240lbs in weight, @ 6'2" in height. The device was originally configured for 18.5" seat to floor, w/16" lower leg length, and 20° anterior tilt. The va therapist reported to permobil representative knowing of the end-user's longer lower leg length and commented on how he had instructed the end-user to position his seating accordingly (tilt) to ensure clearance was available for the footplates during situations like these. No claims or allegations were made of a product malfunction having occurred to have contributed to this event. The end-user is being re-evaluated for a new device to meet their current seating requirements. The DHR was reviewed, and the device was found to have met specification prior to distribution.